Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent recurrent hernia repair surgery on (B)(6) 2020 and mesh was implanted. It was reported that the patent underwent removal surgery on (B)(6) 2021 during which the surgeon noted ¿the bowel tightly adherent to the mesh and removed both prior implants.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. It was reported that the patient had a mesh implanted on (B)(6) 2016 and underwent revision surgery on (B)(6) 2019 during which the surgeon noted ¿it had pulled away resulting in a recurrent hernia that was repaired without mesh. He further noted a partial small bowel obstruction caused by adhesions.¿ it was also reported that the patient underwent revision surgery on (B)(6) 2020 all of which are reported in a separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 02/21/2022.

Manufacturer narrative:
Date sent to the FDA: 11/20/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 1/28/2025. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.